Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 during use, where the home patient indicated a supply bag fell and disconnected from the line. This complaint is confirmed because disconnected disposable tubing is a known cause of this type of alarm. Per the baxter homechoice operator's manual, users are advised of the proper set up procedure to ensure bags are in a secure place for therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. Upon completion of baxter's investigation, or if additional information becomes available, a follow up MDR will be submitted.

Event description:
A customer contacted global technical service (gts) reporting a system error 2240/2367 (air in line) during dwell 4 of 5 on the homechoice (hc). The supply bag had fallen and disconnected. The technical service representative (tsr) had the home patient (hp) close all the clamps and cycle power and system error 2367 alarmed. The tsr advised the hp to disconnect. The hp will perform manual exchanges to complete the therapy. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.